Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were not communicating. The technical support specialist (tss) dialed into both devices and reviewed healthsight viewer (hsv) and logs and found no issues. No response was received from the customer. The system functioned as intended after the technical support specialist investigated the issue.